Event description:
Olympus (omsc) was informed that the customer evis lucera bronchofibervideoscope was returned for service/repair for a reported ¿leakage¿. However, upon inspecting and testing, the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube was found peeling off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the scope was leaking at the bending section cover due to cut/holes. Additionally, there are stains on the image guide bundle. The insertion tube has deformation from deep indentations, the coating of the insertion tube is peeling off. The universal cord is crushed. Fluid was observed in the electrical connector. There are scratches on the protective boot cover. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history shows the insertion tube was last repaired/replaced on the august 26, 2022. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. Although it cannot be specified, the potential cause of the defect can be attributed to stress used, external factors or handling. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.